Event description:
The device was removed due to "excess capsule formation." The pump component only was removed and replaced with another co's mfg component. The cylinder, catalog #9916s, serial #703473, reservoir, catalog #9480s, serial #705288 were left in place from the initial implant surgery. 2/24/97 -upon receipt of the physician/surgeon's operative report, it stated, "the pt developed a reservoir contracture. He is not able to keep his prosthesis deflated. He also complained the pump is high riding and would like to have it relocated. Operative procedure. Electrocautery was used to cut down upon the pump. There was an extremely thick, rind-like scar tissue surrounding the pump. A new pump was connected to the reservoir and two cylinders with straight connectors. The reservoir capsule was split and a new pouch was fashioned in the scrotum."